Event description:
It was reported that during preparation of the balance middle weight (bmw) hydro guide wire, it was noted that the coils on the tip were unraveled. No resistance was felt when pulling the wire out of the dispenser hoop. The device was not used and another guide wire was used to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.